Event description:
The customer reported that the sys would not produce an x-ray. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The connections were checked, and the x-ray tube was repaired. The sys was tested and found to be working as intended and put back into svc.